Event description:
It was reported that the pta balloon would not inflate during the first inflation in the sfa. The balloon catheter was removed without incident. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The device was returned. The investigation is confirmed for inflation issues due to a crack on the guidewire luer and leak from the inflation luer. Based on the visual inspection of the returned device, it appears that excessive force may have been used to attach an inflation device to the inflation luer, as the guidewire portion of the hub was cracked and the luers were damaged in appearance. The crack and damaged inflation luers are most likely not manufacturing related, as during processing, all devices are 100% visually inspected. Additionally, just prior to packaging, a final leak test is carried out on each device. If the crack or damage to the luers were present during this test, leakage would have been detected at this point. The root cause could not be determined based upon available information. The ultraverse 018 instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.